Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/30/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. The receiver case was opened and a receiver download was performed and passed. An internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.